Manufacturer narrative:
This report is being submitted as the device has been returned to olympus for evaluation. A visual inspection of the device found that the loop was broken and melted. There were also signs of char marks and discoloration on both the blue and yellow posts of the device due to thermal damage. It is most likely that the device may have come into contact with a metal material during the hf output, or the end user applied too much physical pressure on the loop during the procedure which led to the premature melting of the device. The instruction manual warns users: "when attaching the electrode, make sure not to push it too forcefully into the working element. Otherwise the electrode may be damaged."

Event description:
Olympus was informed that during an unspecified procedure, the device loop broke. It is unknown if any device fragment fell into the patient and was retrieved. However, there was no patient injury reported. No further information was provided. Olympus followed up with the user facility in writing and via telephone to obtain additional information regarding the reported event, but with no results.